Event description:
New information noted that the patient presented for a follow-up in clinic with the skin of the device pocket appearing red.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. The reported event will continue to be monitored and trended. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2023-05585. It was reported that the patient presented with an infection at the implanted device pocket site. The implantable cardioverter defibrillator (ICD) and right ventricular lead were explanted and replaced. The patient was in stable condition throughout the procedure.